Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear¿. Analysis of the catheter found ¿no significant anomaly ¿ catheter body abrasion ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: (B)(6) 2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated, regarding the patient¿s weight, the patient was wheelchair bound so the estimated weight was 240 pounds. Regarding the outcome of the event, the patient was still complaining of pain, so the event was not entirely resolved. It did not appear anything was wrong with the catheter or old pump. The patient complaint had not changed. The physician increased the pump on (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (500mcg/ml at 122 mcg/day) and morphine drug, unknown (1.3mg.ml at .3mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced some increase in pain/spasticity. It was reported the hcp could not aspirate the catheter fully to do a dye study. The doctor could not aspirate the catheter access port (cap) so he did not inject dye. A roller study was also performed and rollers moved as expected. The doctor recommended a catheter revision and it was decided to do the pump too.  There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was noted actions/interventions taken to resolve the issue was unknown, but maybe a slightdose increase. It was unknown if the issue was resolved at the time of this report.  It was further reported the catheter was disconnected and flowed cerebrospinal fluid (csf) so the physician decided to change the pump as well and wanted analysis done. No alarms on the pump, and the expected volume of 28.7 was removed from old pump and transferred to the new pump. The old pump seemed to be infusing medication exactly as prescribed. The pump was replaced "since no cause was found" and would be returned.  The patient's medical history included status post motor vehicle accident, paraplegic and the patient had pump for spasms. The patient's status at the time of this report was "alive- no injury."